Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl. The infusion set site was changed and a bolus was delivered to address elevated bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka)/elevated bg. The healthcare provider (hcp) identified the ketones as being dangerous. Intravenous (IV) insulin and fluids were administered. A pump system check was performed and no device issues were identified. The contact did not believe the pump/supplies were the cause of the event; however, the hcp alleged the pump was faulty. Bg had been lowered with IV insulin, but when the customer resumed pump therapy bg increased. IV insulin was resumed and bg lowered to 93 mg/dl. The hcp requested the pump be replaced. Upon follow up, the customer reported to have been discharged on (B)(6) 2018.